Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic chole procedure two clips were fired on the cystic duct and the clips did not form correctly. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted.